Event description:
It was reported that the system would not make exposure and had high voltage problems; (such as low ma and kv on in error). Kv on in error causes the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. No further repair information is available. The system operates as intended.